Event description:
After placement of the three-piece modular device, post angiogram revealed that approximately 2mm of the left hypogastric artery had been covered by the distal portion of the iliac leg graft. The physician advanced a 14 fr introducer sheath, to the site of the encroachment on the hypogastric artery. Utilizing the distal end of the sheath only, the physician "pushed" the impinging portion of the graft to a position more superior to the hypogastric. The attempt to move the graft above the origin of the artery was successful. Final angiogram showed both patent hypogastrics.